Manufacturer narrative:
A device history record review was completed for provided material number 300296 and lot number 2306199. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, five (5) syringe samples were returned for evaluation by our quality team. Through examination of the samples, no defect could be identified. We were unable to observe any lubricant flakes within the returned samples. Although we were unable to detect any issues with the provided samples, based on the feedback we understand that the particles observed were most likely composed of lubricant in the syringe barrel. This slip agent is used to facilitate the movement of the plunger along the barrel. During the manufacturing process, the lubricant forms a microscopic layer in the internal/external walls of the barrel. When the plunger is moved backwards during the filling of the syringe, most of this microscopic layer of lubricant is dragged behind the plunger and a small quantity still remains inside to allow a good sliding performance during the injection operation. This is a normal process and the syringe would not work without the presence of this lubricant. When a lubricant is used within the product formulation, visible particles may become apparent when the lubricant blooms to the surface of the syringe barrel due to plunger movement. A toxicologic material risk assessment for the slip agents used within this product indicates an extremely low to negligible risk of adverse effect in this clinical application. Prior product evaluations about exposure assessment indicate that the slip agents would be metabolized and eliminated relatively rapidly, with no bioaccumulation projected. This slip agent is an approved additive for this application and has been tested for preclinical material biocompatibility with all cases meeting established criteria for safety. Although the percentage of slip agent in the product is established and controlled according to the bd product specifications, the amount of slip agent added to the syringe barrel has been adjusted to the low end of the specifications. Our quality team will closely monitor the production process for signs of potential defects and any emerging trends.

Event description:
No additional information.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. If additional information becomes available, a supplemental report will be filed. B3. The date received by manufacturer has been used for this field.

Event description:
It was reported that bd syringe s2 had lubricant flakes in the syringe barrel. The following information was provided by the initial reporter, translated from french to english: according to the reporting service, the syringes have a defect. They have plastic particles coming off the piston. After examining the syringes in the batch, we believe this could be a problem similar to two statements we made two years ago on the same reference: there was excess lubricant in the syringes which could , when the plunger was actuated, formed plastic-like deposits on the walls of the syringe.